Event description:
The plaintiff's attorney alleged that the decedent experienced a gastrointestinal injury on or about (B)(6) 2008 and subsequently expired after the use of the product.

Manufacturer narrative:
Additional information received suggests that the patient experienced sudden cardiac death on an event date that is approximately one month later than the initially reported information. Requests for clarification, as well as the circumstance surrounding the event, have been made and will be submitted upon receipt accordingly. This is one of three device reports associated with this event. The related manufacturer report numbers are 1225714-2014-15727, 1225714-2014-15728, and 2937457-2014-03555.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products.